Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (unable to detect and treat) has been confirmed. Upon investigation the trunk cable pins were bent and the electrode belt was unable to securely connect to a monitor. The root cause for the bent pins was excessive force. No adverse event resulted from the damaged belt.

Event description:
A us distributor reported that an electrode belt was unable to complete essential performance testing.